Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and upon inspection of the unit, the issue was confirmed. Fss replaced the lithium battery, which resolved the issue. Fss completed the field service checklist and the system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported start up issue on the signature system, that the system stopped with blue screen. Customer re-started the system and it worked normally. There was no patient involvement reported and no patient treatments delayed or cancelled.